Manufacturer narrative:
Other text: h3, h6 - updated five photos were used for investigation. The photos show damage to the connector. The reported complaint is confirmed. The root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. No corrective action were taken. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: d4: UDI number is unknown. No information has been provided to date. G5: 510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-check there were cracks in the plastic part of the connector part. No adverse patient effects were reported by the customer.